Manufacturer narrative:
Device evaluation: the lens was returned in a liquid inside a vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. Claim#: (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, diopter -6.50 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for the same size, similar diopter lens due to the patient experiencing low vault, significant reduction of irido-corneal angles, glare/halos, and swollen cornea. Secondary surgical interventions include lens repositioning and an additional suture. The surgeon stated that, due to corneal swelling, it was too soon to determine whether the problem was resolved. The lens has not been returned for evaluation. Attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
It is too soon to determine whether the problem was resolved with the lens exchange. Lens has not been returned for evaluation. The problem was resolved with the lens exchange. The lens has been returned for evaluation. (B)(4).